Event description:
(B)(4). The barrier surgical hood, 620105, was shedding in (B)(6) and falling from the top of the hood from the healthcare worker into the sterile surgical field.

Manufacturer narrative:
Pt was anesthetized. Lint entered the surgical site but was removed successfully. Wound was closed up and surgery was postponed. He was placed on antibiotics. It is unk whether pt experienced any postoperative complications or whether he presented at follow up with any problems that could be associated with retained lining material.